Event description:
Initial info received from a consumer on 15-oct-210: a female received treatment with poly-l-lactic acid (sculptra) (lot # and exp date unk) developed bumps inside her mouth. The pt described the bumps as "inside my mouth up from my top lip". She further reported that poly-l-lactic acid did not get rid of the lines around her mouth. No concomitant medications or medical history were reported. No further info reported.